Event description:
Upon review of the programming history, high impedance was observed on normal mode diagnostics on (B)(6) 2010 showing high impedance and dcdc 7 with eri no. No known surgical intervention has occurred to date.